Event description:
A high blood glucose level was reported, with the specific value unknown, simply displaying as "high." There was no adverse impact to the customer's blood glucose level. The customer received assistance from their mother, who administered a manual injection, and corrective actions included filling the insulin tubing correctly after a user error was identified during the load process, which had left air bubbles. Technical support educated the customer on ensuring no gaps or air bubbles remain in the cartridge to prevent issues in insulin delivery.